Manufacturer narrative:
Manufactures investigation conclusion: the reported event, of power cable disconnects during battery operation, was confirmed in the submitted heartmate 3 lvas log file. The controller event log file contained 2 days of patient data. Multiple power cable disconnect alarms due to atypical rsoc voltages while operating on batteries occurred throughout the log file. The customer exchanged the patient¿s controller and reported that this resolved the alarms. The patient had exchanged their clips prior to the clinical visit. The returned controller was visually checked and operated with a heartmate system. The controller was functionally tested and passed. As part of the functional test, the continuity of the power cable leads was checked; the leads were to specification. No operational issues were found. The returned controller had ver 1.5.0 software on it; the current version of controller software (ver 1.7.0) has an update that delays power cable disconnect alarms due to rsoc faults to five seconds which is the same delay in the power cable disconnect alarm condition. Although power cable disconnect events were confirmed in the submitted log file, no issues were observed when the controller was evaluated, and the root cause of the alarms was not conclusively determined in this investigation. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use (IFU) (rev c - alarms and troubleshooting; - power cable disconnect alarms) and the heartmate 3 lvas patient handbook (rev c - alarms and troubleshooting; - power cable disconnect alarm). The heartmate 3 lvas patient handbook (rev c what not to do: driveline and cables) instructs users to use precautions handling the driveline and power lead cables. Specifically, the cables should not be twisted, kinked and severely bent to damage the internal wires. Also, precautions should be taken not to damage the external outer jackets of the cables (cuts, marring and crushing). Maintenance of heartmate clips and batteries periodically and prior to use is specified in the heartmate 3 lvas IFU (rev c - caring for heartmate batteries and clips) and the heartmate 3 lvas patient handbook (rev c - caring for heartmate batteries and clips). The heartmate 3 system controller (sn: (B)(6)) was made per the following shop orders: per the labeling on the packaged part (model # 106531), the manufacturing date was jun2017; the use by date was jun2020. The firmware/software was ver 1.5.0. The system controller was shipped to the customer with on 06sep2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient presented to the clinic with reported alarms that seem to show one of the power leads from the system controller (not sure if the white or the black) intermittently loses power conduction. Log file submitted captured some random power cable disconnects while using battery power and appeared to be on the black power lead only. The patient was given a new controller and no further alarms observed. Patient is at home with no further complaints or alarms. No additional information provided.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.